Manufacturer narrative:
We evaluated the returned device and found that one of the jaws is broken off. Probable cause of damage is mechanical/stress overload.

Event description:
Allegedly, during a laporoscopic myomectomy procedure, one of the jaws broke off of the instrument into the patient's abdomen. The broken piece was retrieved and the hospital reported there was no injury to the patient.